Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported capsular contracture baker grade iii on right side. The device remains implanted. Healthcare professional reported cyst and "radial folds".

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported "little amount of peri-implant liquid", "very adherent to capsule". The device was explanted.

Event description:
Patient's representation later reported "discomfort and pain in the breasts, noticing undulations and progressive hardening", patient "learned about the recall " and "period of extreme emotional turbulence¿ and ¿the patient experienced moments of intense anguish and fear, the stress generated by the situation itself, triggered a worsening of the anxiety.¿

Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported capsular contracture baker grade unknown on right side. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified the device was seen intact with biological tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii on right side, cyst, "radial folds" "little amount of peri-implant liquid", very adherent to capsule. The device has been explanted.